Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported that the device will not go into standby with the patient circuit connected. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date rec'd from MFR: 22nov2019. The customer confirmed the reported standby issue. The customer reported that the old gas delivery subsystem with a new data acquisition printed circuit board assembly (pcba) was tried but it didn't correct the problem. The customer then installed a new gas delivery system (gds) and the original data acquisition pcba which resolved the problem. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.